Event description:
It was reported that the patient was having difficulty in charging the ipg. The patient underwent an explant procedure. All device components were removed and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.